Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. Upon eval, the charger was found to have the power supply connector pins pulled out of the connector, not allowing the power brick supply to make proper contact with the charger. The root cause of the damaged pins cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.

Event description:
The nurse of a (B)(6) female pt contacted zoll lifecor customer support service to report that the pt's batteries are not charging. The nurse also reported that the charger screen does not light up when the batteries are placed on the charger. The pt was provided with a replacement battery charger.